Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was an e6 error code right away. It was determined that the flex was heavily corroded which caused the e6 errors and unintended motion from the motor. It was determined that the motor showed signs of liquid which caused an e2 error due to the internal electrical components of the motor were subjected to moisture. It was determined that the top end of the lock cylinder and pawl release were power+broken due to improperly using the disconnected sleeve while motor was in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device had an e2 error code and rans on its own without being engaged. There were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.